Event description:
It was reported via repair work order that the foot section would not latch due to a damaged weldment with no exposed sharp edges and the power cord ground prong was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.